Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high and low blood glucose. The customer¿s blood glucose level was 600 mg/dl at time of incident and current blood glucose level was 370 mg/dl. The customer¿s blood glucose level was 328 mg/dl, 368 mg/dl, 50 mg/dl, 48 mg/dl, 78 mg/dl, 62 mg/dl, 202 mg/dl and 370 mg/dl. The customer had symptoms such as headache. The customer was treated with food, shots and insulin pump. It was reported that they had no delivery alarm. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will be returned for analysis.